Event description:
It was reported that cartridge alarm 30 occurred and that caller had experienced cartridge alarms with consecutive cartridges, though the issue did not occur during the load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump under warranty, confirmed shipping address, instructed customer to put problematic pump into storage mode before returning it with a prepaid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.